Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)"), device expulsion ("malposition of essure device ¿ uterus;"), device breakage ("device breakage"), perforation ("perforation (other)"), genital haemorrhage ("abnormal bleeding (general)") and allergy to metals ("found to be allergic to it this week and needs the essure removed") in a (B)(6) female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), dyspareunia ("increased pain with intercourse"), menstrual disorder ("periods are not normal"), dysmenorrhoea ("increased pain with her period"), impaired healing ("took weeks to heal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), blood disorder ("blood disorder"), ventricular extrasystoles ("pvc"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastric ulcer ("stomach ulcers"), alopecia ("hair loss"), depression ("depression"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), arthralgia ("joint pain"), dysuria ("urination pain"), anxiety ("anxiety"), stress ("stress") and insomnia ("insomnia") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device breakage, perforation, genital haemorrhage, impaired healing, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, blood disorder, ventricular extrasystoles, tooth disorder, fatigue, gastric ulcer, alopecia, depression, weight increased, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, pelvic pain, weight decreased, abdominal pain upper, abdominal pain lower, arthralgia, dysuria, anxiety, stress and insomnia outcome was unknown and the allergy to metals, dyspareunia, menstrual disorder and dysmenorrhoea had not resolved. The reporter provided no causality assessment for allergy to metals, dysmenorrhoea, dyspareunia, impaired healing and menstrual disorder with essure. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, bladder disorder, blood disorder, cystitis, depression, device breakage, device expulsion, dysuria, fallopian tube perforation, fatigue, female sexual dysfunction, gastric ulcer, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, perforation, stress, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, ventricular extrasystoles, weight decreased and weight increased to be related to essure. The reporter commented: she found to be allergic on the week of the report and stated she needed essure to be removed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction ¿ nickel; apareunia (inability to have sexual intercourse), bladder or urinary problems; blood or heart disorder/condition ¿ pvc after removal; dental problems, device breakage, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition ¿ stomach ulcers; hair loss, hormonal changes ¿ depression and weight gain; infection (bladder/urinary tract/vaginal); malposition of essure device ¿ uterus; migraines/headaches; nausea, nickel allergy, pain, perforation (fallopian tubes), perforation (uterus), perforation (other), weight loss, lot number were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation (other)"), fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), device expulsion ("malposition of essure device ¿ uterus;"), genital haemorrhage ("abnormal bleeding (general)") and allergy to metals ("found to be allergic to it this week and needs the essure removed") in a 30-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma and obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), dyspareunia ("increased pain with intercourse"), menstrual disorder ("periods are not normal"), dysmenorrhoea ("increased pain with her period"), impaired healing ("took weeks to heal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problem"), the first episode of dysuria ("urinary problems"), blood disorder ("blood disorder"), ventricular extrasystoles ("pvc"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastric ulcer ("stomach ulcers"), alopecia ("hair loss"), depression ("depression"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), arthralgia ("joint pain"), the second episode of dysuria ("urination pain"), anxiety ("anxiety"), stress ("stress") and insomnia ("insomnia") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, fallopian tube perforation, uterine perforation, device breakage, device expulsion, genital haemorrhage, impaired healing, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, blood disorder, ventricular extrasystoles, tooth disorder, fatigue, gastric ulcer, alopecia, depression, weight increased, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, pelvic pain, weight decreased, abdominal pain upper, abdominal pain lower, arthralgia and the last episode of dysuria outcome was unknown, the allergy to metals, dyspareunia, menstrual disorder and dysmenorrhoea had not resolved and the anxiety, stress and insomnia was resolving. The reporter provided no causality assessment for allergy to metals, dysmenorrhoea, dyspareunia, impaired healing and menstrual disorder with essure. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, bladder disorder, blood disorder, cystitis, depression, device breakage, device expulsion, fallopian tube perforation, fatigue, female sexual dysfunction, gastric ulcer, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, perforation, stress, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, ventricular extrasystoles, weight decreased, weight increased, the first episode of dysuria and the second episode of dysuria to be related to essure. The reporter commented: she found to be allergic on the week of the report and stated she needed essure to be removed. Current weight 252 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: previously reported events -"stress, anxiety, insomnia" outcome updated to " recovering / resolving", medical history added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)"), device expulsion ("malposition of essure device ¿ uterus;"), device breakage ("device breakage"), perforation ("perforation (other)"), genital haemorrhage ("abnormal bleeding (general)") and allergy to metals ("found to be allergic to it this week and needs the essure removed") in a 30-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), dyspareunia ("increased pain with intercourse"), menstrual disorder ("periods are not normal"), dysmenorrhoea ("increased pain with her period"), impaired healing ("took weeks to heal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problem"), the first episode of dysuria ("urinary problems"), blood disorder ("blood disorder"), ventricular extrasystoles ("pvc"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastric ulcer ("stomach ulcers"), alopecia ("hair loss"), depression ("depression"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), arthralgia ("joint pain"), the second episode of dysuria ("urination pain"), anxiety ("anxiety"), stress ("stress") and insomnia ("insomnia") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, device breakage, perforation, genital haemorrhage, impaired healing, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, blood disorder, ventricular extrasystoles, tooth disorder, fatigue, gastric ulcer, alopecia, depression, weight increased, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, pelvic pain, weight decreased, abdominal pain upper, abdominal pain lower, arthralgia, the last episode of dysuria, anxiety, stress and insomnia outcome was unknown and the allergy to metals, dyspareunia, menstrual disorder and dysmenorrhoea had not resolved. The reporter provided no causality assessment for allergy to metals, dysmenorrhoea, dyspareunia, impaired healing and menstrual disorder with essure. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, bladder disorder, blood disorder, cystitis, depression, device breakage, device expulsion, fallopian tube perforation, fatigue, female sexual dysfunction, gastric ulcer, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, perforation, stress, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, ventricular extrasystoles, weight decreased, weight increased, the first episode of dysuria and the second episode of dysuria to be related to essure. The reporter commented: she found to be allergic on the week of the report and stated she needed essure to be removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.